Event description:
Boston scientific crm received information from a local field representative (fr) that the patient with this right atrial (ra) lead and the associated cardiac resynchronization therapy-defibrillator (crt-d) underwent a routine pulse generator (pg) change-out. The fr was not present for the procedure, however stated the physician performing the procedure had called to report a product experience. The fr reported that the physician experienced difficulty with the right atrial (ra) and right ventricular (rv) rate/sense setscrews which resulted in destruction of both leads during the procedure. A new rv lead was placed and the patient was to be sent to have the other leads extracted. The fr was not able to attain additional information regarding the case. There were no adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.